Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the performance of an electrical or electronic component was found to be inadequate as the plug unit and printed circuit board were replaced. The most probable cause of the reported issue is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a fuzzy image on the screen. There was no patient involvement.